Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During a primary hip case while trialing the cup. The trident cup impactor handle broke into two pieces when it was struck with a mallet. This did not have any adverse affect on the case or the patient.

Manufacturer narrative:
An event regarding crack/fracture involving a universal impactor/positioner was reported. The event was confirmed. Method and results: device evaluation and results: the device failed in overload. Eds was performed on the striker plate and was consistent with 17-4 stainless steel alloy. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: not performed as no medical records were provided. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the device was returned in used condition. The striker plate fractured between the threaded stud and the pellet. The pellet is visible due to the fracture. Inspection of the returned device showed the device failed in overload. No material or manufacturing defects were identified.

Event description:
During a primary hip case while trialing the cup. The trident cup impactor handle broke into two pieces when it was struck with a mallet. This did not have any adverse affect on the case or the patient.